Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. Corrections: d h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that water leaked from the drainage lumen. During pretest to check the balloon, upon injecting saline solution to the catheter, the balloon was inflated, and at the same time, water leaking from the drainage lumen was observed. Per follow up information received from ibc on 08mar2023, there were no obvious visible defects to the returned sample. It was water leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the drainage lumen. During pretest to check the balloon, upon injecting saline solution to the catheter, the balloon was inflated, and at the same time, water leaking from the drainage lumen was observed. Per follow up information received from ibc on (B)(6) 2023, there were no obvious visible defects to the returned sample. It was water leak.